Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. Follow up revealed that the lead was removed during a routine device change out. No additional information was provided regarding the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking.